Event description:
The customer reported that the unit is not staying on cart. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested the cpu tray cover part number. The product support provided biomed with the part number for the v60 rp-cover, cpu tray. The customer has asked to close the case. Biomed will call back if they have any additional questions. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service history record was reviewed and no repair information was found. Product support provided the biomed with the part identification for the v60 rp-cover, cpu tray part # 453561531961. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The customer has advised to close the case. Biomed will call back if they have any additional questions.